Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Reason for revision; ceramic on ceramic hip construct produced a squeaking noise when the patient walked. No known pre existing conditions. Left hip.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant was performed. The clinician could not confirm or determine a root cause based on the information available. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays,patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
Reason for revision; ceramic on ceramic hip construct produced a squeaking noise when the patient walked. No known pre existing conditions. Left hip.